Event description:
The report of the mismarked pump tubing was just an allegation and could not be confirmed. The cause of the incident appears to be a combination of issues, but the exact cause was not determined. The tubing in question consists of a 141 inch piece of tubing with blue tapes spaced at intervals on one end of the tubing with a blue cap, and red tapes on the other end with a red cap. The caps are then removed and the line cut and connected to various arterial and venous sites by the surgeon at the sterile field and by the perfusionist at the non sterile field. It is not known whether the misconnection was due to a misassembly or clinician error. During the case the misconnention caused a low-flow state, which required tubing changeout. The elapsed time for changeout was 18 minutes and blood pressure was low for 6 minutes during this time. The pt was released in good condition.